Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 50 device ruptured during filling. The device was filled with 5-fluorouracil at the time of the rupture. The device may have been later connected to a patient as there was also a report of blood backflow. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was advanced to the stenosis, but could not be inflated due to a tear. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information surrounding this event have been unsuccessful; if any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 50 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired.